Manufacturer narrative:
Lumenis investigated the reported event by contacting the user facility to request patient treatment records, patient photographs, patient information, sun exposure and other relevant event information. Reasonable attempts by phone and email were made to obtain further information, however none was received; therefore, lumenis is unable to evaluate treatment parameters to determine their appropriateness for treatment. An examination of the subject device by a lumenis technical specialist concluded "checked filters and crystals on ipl head. 2 filters (560, which was in treatment head, had crack and or chip in corner) and 695nm had pit mark in corner. Showed customer and advised not to use these two crystals." Filters are consumable accessories that must be replaced when the optical quality of the glass is compromised. A review of device labeling found the following statement: "possible side effects of treatment - bruising - very rarely, a blue-purple bruise (purpura) may appear on the treated area. It may last from five to fifteen days. As the bruise fades, there may be rust-brown discoloration of this skin, which fades in one to three months. Additional info oct 2 2017: as part of remedial activity lumenis performed retro review of all safety complaints initiated between jan 01 2015 until jun 02 2017. Lumenis clinical professional concluded after that "the operator used a broken part "(560, which was in treatment head, had crack and or chip in corner) and 695nm had pit mark in corner" which affect the integrity of the components to be used for treatment. The user did not followed instructions as per manufacture guidelines, did not check integrity before treatment and this was leading to user error." A review of lumenis one product risk file shows this is an anticipated risks (# 9.1.1 and 10.1.1 in risk file (B)(4)) which has been quantified and found unlikely to lead to a serious injury if malfunction were to recur. The risks have been characterized and documented as acceptable within a full risk assessment, therefore no corrective and/or preventive actions are required. An additional attempt have been made by phone to obtain patients treatment settings, patients information, patients photos, and sun exposure. No information has been provided by the user facility. While the information received to date does not confirm that a serious injury occurred, because of the lack of information the company is reporting the event in an abundance of caution. Should additional information become available, the complaint record will be updated accordingly, and a follow up medwatch report will be submitted.

Event description:
A user facility reported that one (1) patient sustained purpura on various areas of the face following ipl treatment with a lumenis one laser. No information regarding a report of serious injury or medical intervention to preclude permanent impairment was received.